Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm reported that the battery only ran for 93 minutes when the runtime specification is 135 minutes. The stm replaced the batteries and completed service on the iabp. It passed all tests and was released back into clinical use.

Event description:
It was reported that during preventive maintenance being performed by a getinge service territory manager the cs300 intra aortic balloon pump failed the battery runtime test. No patient was involved and no adverse event was reported.